Event description:
Patient reported for her last order the needles were breaking off in her skin. The issue was with the kit itself. The lot number: 4303339 (lot number provided by pt). She is not late on taking her medication. She reused the needles. No missed doses. The needles were breaking off in her skin during injections. It's been on and off for this kit. Per patient, the needles are flimsy, they don't lock when you turn them to the left to tighten them, they just go around they just spin around like a strip screw. Unknown if patient has defective device on hand for possible return. It's the one milliliter syringe consent to contact the patient's hcp was not asked. All known information is contained on this form. Additional information received on 10 sep 2025 - quality specialist contacted the reporter regarding persistent issues with needles. She reported experiencing problems since the start of her medication three years ago. Specifically, she has encountered both breakage of the needle and detachment of the entire hub. The hub often spins like a stripped thread, making it difficult to secure the needle properly. During injections, the needle has broken off (in half) in her skin on several occasions, but she has been able to remove it using tweezers. In some instances, the hub has come off along with the needle. The reporter noted that attempts to tighten the needle result in continuous spinning without securing it. While the breakage of the metal needle is a recent development, it has occurred multiple times with her last patient kit. She does not have the lot number for that kit but currently possesses a new one. It is important to note that these issues are confined to the needles used with the dosing syringe. No photos of the subject needles are available, but she has successfully used another needle to avoid missing a dose and has requested and received additional needles, as she will not reuse the needles.

Manufacturer narrative:
Since complaint sample was not returned, we were unable to fully investigate this incident. No root cause can be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. FDA report number: 2032282-2025-00013 is related to FDA report number: 2032282-2025-00015.

Manufacturer narrative:
B.2: based on the additional information received on 09/10/2025, a separate report was filed under report number 2032282-2025-00015. Awaiting confirmation on whether the hospital visit occurred prior to or following the administration. Investigation reports from the cmo are still pending.

Event description:
Patient reported for her last order the needles were breaking off in her skin. The issue was with the kit itself. She is not late on taking her medication. She reused the needles. No missed doses. The needles were breaking off in her skin during injections. It's been on and off for this kit. Per patient, the needles are flimsy, they don't lock when you turn them to the left to tighten them, they just go around they just spin around like a strip screw. Unknown if patient has defective device on hand for possible return. It's the one milliliter syringe. Additional information received on 09/10/25: at 1158 quality specialist contacted the reporter regarding persistent issues with needles. She reported experiencing problems since the start of her medication three years ago. Specifically, she has encountered both breakage of the needle and detachment of the entire hub. The hub often spins like a stripped thread, making it difficult to secure the needle properly. During injections, the needle has broken off (in half) in her skin on several occasions, but she has been able to remove it using tweezers. In some instances, the hub has come off along with the needle. The reporter noted that attempts to tighten the needle result in continuous spinning without securing it. While the breakage of the metal needle is a recent development, it has occurred multiple times with her last patient kit. She does not have the lot number for that kit but currently possesses a new one. It is important to note that these issues are confined to the needles used with the dosing syringe. No photos of the subject needles are available, but she has successfully used another needle to avoid missing a dose and has requested and received additional needles, as she will not reuse the needles.

Manufacturer narrative:
Awaiting complaint sample to be returned to manufacturer.

Event description:
Patient reported for her last order the needles were breaking off in her skin. The issue was with the kit itself. She is not late on taking her medication. She reused the needles. No missed doses. The needles were breaking off in her skin during injections. It's been on and off for this kit. Per patient, the needles are flimsy, they don't lock when you turn them to the left to tighten them, they just go around they just spin around like a strip screw. Unknown if patient has defective device on hand for possible return. It's the one milliliter syringe.